Event description:
It was reported that the following day after implant the atrial lead was found dislodged. Device interrogation revealed high capture threshold and p-wave amplitude variation on the atrial lead. On 5 dec 2023, the physician elected to reposition the atrial lead. The patient condition was stable.